Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and with cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 126 mg/dl. The customer stated that no response of any button and battery change but anomaly persists. The customer insulin pump is not bumped or dropped. The customer was advised will need to be returned by analysis and is replaced by tnt.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.